Event description:
The rptr contacted physio-control to inquire about replacing the device's defibrillation cable. According to the rptr, the cable has three "holes" and the defibrillator had arced to a pt's sheet's during a code. The rptr stated that the pt was "ok" and indicated that there were no adverse affects to the pt as a result of the device use.

Manufacturer narrative:
The customer declined an offer of svc from physio-control and purchased a replacement defibrillation cable for the device. The customer returned the defibrillation cable to physio-control, but it was inadvertently scrapped and is not available for eval.